Event description:
Severe synovial reaction/ reaction [nonspecific reaction]. Case description: spontaneous report received on 11/04/2008 from a health care provider, via a company rep, regarding a female pt. The pt had an unk medical history. The pt experienced a severe synovial reaction and had surgery after receiving synvisc-one. The pt received a synvisc-one injection into an unspecified knee on an unspecified date in 2010. The hcp reported the pt experienced a "severe synovial reaction" that required surgery (nos) the day after receiving the synvisc-one injection and might require a second surgery. At the time of this report, the outcome of the pt was unk.

Manufacturer narrative:
See (B)(4) for other events from this reporter. Manufacturer's comment: the benefit-risk relationship of synvisc one is not affected by this report. Evaluation summary: the product lot number was not provided therefore; a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.